Event description:
A report was received from health canada's canada vigilance program which states, "at 1130 alaris pump infusing ns 40 kcl in channel a, d5 1/2 ns in at 125 in channel b, and hydromorphone syringe pca in channel c. At 1230, channels a and b were found to be powered down. Patient denied touching alaris pump. Patient denied visitors had touched IV pump. Patient stated no staff had accessed IV pump in the last hour". There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.